Event description:
It was reported that the motorized controles on the 9900 system were not working. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The rui controller was replaced during the service call. The system was tested and found to be working as intended and put back into service.